Event description:
It was reported that the patient developed device erosion and infection. The device and the leads were explanted on (B)(6) 2018. The procedure was tolerated well with no intraprocedural complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.